Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes a safety syringe with needle. However, the product identifier information provided by the complaint reporter indicates that the product # and lot # has never been used by mckesson medical surgical in the assembly of a kit. This indicates that the site reporting the complaint obtained the product from another source. We have notified (B)(6) for awareness.

Event description:
Needle tip is blunt, not penetrating skin upon administration attempt & needles bending upon contact, medication leaking from syringe.

Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes a safety syringe with needle. However, the product identifier information provided by the complaint reporter indicates that the product # and lot # has never been used by mckesson medical surgical in the assembly of a kit. This indicates that the site reporting the complaint obtained the product from another source. (B)(6).

Event description:
Needle tip is blunt, not penetrating skin upon administration attempt & needles bending upon contact, medication leaking from syringe.